Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before use and during preparation a 3.50x15 mm nc trek balloon dilation catheter (bdc) was pulled out of the dispenser hoop without resistance and was found to be separated at the guide wire exit notch. Reportedly, there were no kinks/damage noted to the dispenser hoop or device packaging. The device was not used and there was no patient involvement. A same size nc trek bdc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.